Event description:
Boston scientific crm received information that while this patient was hospitalized due to non-device related issues, shock impedance measurements of greater than 125 ohms were observed.

Manufacturer narrative:
A lead revision was performed and upon opening the pocket, the distal defibrillation portion of the lead fell completely out of the header of the device, without loosening the device set screws. Therefore, it was determined that the out of range shocking impedance measurements were due to an inadequate connection of the shocking lead and the device header. The lead was successfully secured into the device header and all products remain implanted. No other adverse patient effects were observed. At this time, no additional information is available. If additional information becomes available, this report will be updated.